Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 5076-58 implantable pacing lead implanted: 2012 (B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from hospital pathology for disposal. Information identified in the paperwork indicated the patient died approximately 6 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.